Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
During an ivc filter implant procedure the gunther tulip navalign jugular vena cava filter set, g52916, was used. The device deployed prior to the physician pressing the button. Additional information received 26oct2018. This deploy while in the patient. Physician did not intend for it to be placed at that moment it deployed without him pushing button. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and returned device. The filter deployed without pressing the release button. No harm to patient reported and no additional procedure, because it was assumed that the filter was placed in correct position. The jugular introducer inside the blue sheath was returned in original tray. The red locking button was not pressed, ie the system was still locked. The handle as well as the sheath itself were clean, but a lot of blood was noted in the side arm of the sheath and some blood leaked out, when removing the jugular introducer. After cleaning, the grasping hook was found straightened, but the introducer worked as intended and the release mechanism moved freely, when pressing the release button. Unless exposed to manipulation beyond its intended strength the exact reason for the straightened grasping hook cannot be determined, but the straightening may have caused the filter to release before pressing the release button as reported. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.